Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead, model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection which associate with her smoking and uncontrolled diabetes. The patient was prescribed antibiotics. The patient underwent an explant procedure.